Event description:
The physician attempted to implant a resolute integrity stent drug eluting stent to a vessel that was reported to be very calcified, tortuous and exhibited 90% stenosis. The lesion was pre-dilated. During the attempted delivery force was used and stent damage occurred. Information from the account confirms the physician feels that the damage occurred in the guide liner. The guide liner was subsequently removed and the physician proceeded to buddy wire the vessel and successfully completed the case. No clinical sequelae reported. Device evaluation: the stent was positioned between the marker bands as per specifications. The first distal segment was raised and deformed.

Manufacturer narrative:
Evaluation codes: results and conclusions: inherent risk of procedure - failure to deliver stent and stent deformation; failure to follow instructions-force used, most likely further contributed to the damage. Related to another device-physician indicated that the issue was between the guideliner and stent. (B)(4).